Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected potassium result of <2 verses the lab on a (B)(6) female patient with diagnosis of mi, pe, respiratory failure, and sepsis. There was no additional patient information available at the time of this report. Date draw-time test-time k result method sample(B)(6) 2013 07:04 07:16 <2 I-stat a(B)(6) 2013 07:04 07:16 4.3 vista b (different sample, same draw time)(B)(6) 2013 07:25 07:33 4.3 I-stat bthe site states that they are currently using greiner bio-one vacuette tubes and have suspected inconsistencies in results but not confirmed. The site is currently testing and evaluating bd lithium heparin tubes and is planning to switch to these tubes for sampling by the end of 2013.there were no injuries reported with this event. The patient was admitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 10/01/2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.